Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime or fill anomaly was noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had prime anomaly. The customer also stated that the load reservoir process did not complete without insulin exiting the tubing, insulin did exit out of the tubing. However, the insulin pump may not respond to an occlusion properly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.